Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's pollen filter was found to be contaminated. The device's pollen filter was replaced and the device was recalibrated to address the issue.